Event description:
Rep reported that the device was revised and the pump appears to be flowing slowly. It was reported that there was no patient injury as a result of the revision.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a microscopic examination of the exterior surfaces of the pump did not reveal any anomalies on the titanium surfaces. The silicone septum displayed normal usage with several needle puncture marks noted on the silicone material. The pump was received with a 2.5 inch segment of original catheter attached. The distal end of the catheter was clamped and knotted when received. The pump was emptied, approximately 19 mls of clear particle free fluid was collected from the reservoir. The bolus pathway, and attached catheter could be flushed with no resistance. Clear particle free fluid was collected. Leakage was not found when filling the pump with fluid, or pressurizing the catheter. This pump appears to be leak tight. The pump was filled with 30mls of sterile water and placed in a 37 celsius water bath for flow testing. This pump did not flow as received. The water bath temperature was increased to 60 degrees celsius, flow was restored. This pump flowed consistently and within the manufactured flow rate. This pump flowed an average daily flow rate of 0.48mls/day, this is 92% of the manufactured flow rate of 0.52 mls/day. The initial flow issue (did not flow at 37c) encountered in the laboratory may be associated with air in the capillary tube. It is likely that air was introduced to the pump during shipping; however; this could not be confirmed. The reported appears to be flowing slowly was not confirmed in the laboratory. This pump flowed consistently and within manufactured specifications. The flow difficulties reported by the customer may be associated with catheter kinking and/or thrombosis, however; this could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.